Manufacturer narrative:
(B)(4). Catalog# igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: introducer with attached filter is returned. The filter still inside protection tube, but after removal from tube it expanded as intended with approximately 34mm distances between primary legs, ie according to specifications. No damages to sheath. Clots attached to filter. No images provided and based on reported information the exact reason for filter legs not to open cannot be determined, but since the filter nicely expanded after removal from tube, it may have been somehow obstructed from fully expanding due to e.g. The endothelium was scratched with anchors and the scratched endothelium coiled around the filter as suggested by the physician. In all filters the spring effect and the distances between filter legs are verified during the manufacturing processes, as every filter is redeployed and approved after advancement through a testing sheath. Under normal conditions, ivc< 30 mm, the radial force of the filter will secure proper attachment of the filter legs to ivc. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement just above the renal veins, approached from the right jugular vein. There was tortuosity 5cm above the renal veins. While the sheath was advanced over the filter several times to re-position the filter as desired, filter legs stopped opening properly. Flushing was performed inside the sheath since the physician assumed that blood clots were stuck to anchors of the filter though, legs would not open yet. Then, the user attempted to remove the whole delivery system, but the filter introducer would not be removed. Transparent images revealed that anchors were not caught on the vessel wall. The filter introducer was withdrawn with some more force, then it could be removed with a feeling of "snap!". When the physician inspected the removed filter, he confirmed that fiber-like matters coiled around the filter. Another device igtcfs-65-jp-fem-tulip was used instead and the procedure was completed. Patient outcome: there have been no adverse effects to the patient.